Manufacturer narrative:
Results: the jet7 was kinked approximately 6.0 cm, 7.5 cm, 9.5 cm, 12.5 cm and 25.0 cm from the hub. Bends were present approximately 61.0 cm and 80.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed it was kinked. If the device is forcefully manipulated at extreme angles, the device may become kinked. Further evaluation revealed multiple kinks and bends on the device. Some of the damage on the returned device may have been incidental and occurred post-procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician experienced resistance while advancing the penumbra system jet 7 reperfusion catheter (jet7) through tortuous anatomy and the jet7 became "crimped". Therefore, the jet7 was removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.